Event description:
It was reported that during a pci treatment procedure, the guidewire tip broke. The lesion being treated was located in the circumflex coronary artery (cx). During the closure of the pci, the physician "made the pullback of the guide wire normal and then the angiogram showed distal from the stent a 10mm-long part of the guide wire tip, which was broken. (The physician) couldn't remove this broken part of the guide wire tip, they flushed it into the peripheral part of the cx. The physician finished the pci and informed the pt. The pt was feeling well and alive." The procedure was successfully completed with this device.